Event description:
It was reported that the ilet touch screen became unresponsive during the fill tubing step, preventing selection of ¿yes,¿ and functionality was restored after restarting the device through the ilet app; the user then completed fill tubing and continued normal use. Symptoms included dry mouth with a reported blood glucose of 228 mg/dl and receipt of device alerts. Outcomes included continued device functionality without the need for medical intervention or hospitalization. Investigation included user-guided troubleshooting and device restart. Investigation of this case revealed a transient screen nonresponsiveness that resolved with a restart, with no further functional issues reported after the intervention. It was concluded, based on previously established findings for similar reports, that the cause was a temporary user interface malfunction resolved by power cycling.